Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens -12.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and elevated intraocular pressure the exchange resolved the problem.